Event description:
A discordant sodium (na) result was obtained on a dimension rxl instrument. Initial result was above the reference range. It was reported to the physician(s) and questioned. The same sample was rerun on the same instrument and a normal result was obtained. A corrected result report was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant na result was the presence of air in the tubing at the monopump. The fse replaced the monopump, trimmed tubing and replaced the water tubing to the monopump. The instrument is performing within specifications. Further evaluation of the device is not required.